Event description:
The dealer stated, the box shows no damage. The dealer also stated that , the right front caster fork bolt that fits in the caster housing is bent. The fork will not swivel and the caster wheel hits the frame of the wheelchair. The caster housing does not appear bent. We do not have any additional patient details or product usage details.